Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen became unresponsive while in use, though blood glucose was reportedly unaffected, and a replacement ilet with charging equipment was arranged. Symptoms included no reported clinical effects. Outcomes included no reported impact on health and no alarms. Investigation included complaint intake review and logistical coordination for device replacement. Investigation of this case revealed a user interface failure consistent with a display or touchscreen malfunction, and the device was replaced to restore therapy continuity. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the user interface component.